Event description:
Additional information received from the consumer reported that when she goes to work and comes home the implant was already dead. The patient stated that she had to charge it every day and sometimes twice a day just to keep it on. The patient confirmed that she had not had a program or group change to settings. The patient mentioned she was told it was in an area where it was hard to charge and not reading correctly so her implant was moved with it reading correctly to the upper part of her back and she was still having the same issues. The patient had told her healthcare professional and they kept telling her that it was in the wrong location, that it was placed in the wrong spot so the implant was moved to a different location where she was having the same issues as it was in a hard area the recharge. The indication for use was spinal pain.

Event description:
It was reported that the patient had trouble getting coupling during recharging their implantable neurostimulator (ins). The ins was also tilted. The use of the recharger was reviewed and attempts to establish coupling were not successful. In addition, the ins site was sore to the touch and what led to the issue was noted as the normal healing process. The issues were not resolved at the time of report and the physician planned to schedule a surgical pocket revision procedure to move the ins battery site (no date had been scheduled for this procedure). The patient status at the time of report was noted as ¿alive ¿ no injury¿. If additional information is received, a follow-up report will be sent. The indication for use for the device therapy was spinal pain.

Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial# (B)(4). Product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).